Event description:
Patient presented to the physician with pain at the neck incision site, and the pain aggravated when chewing and speaking, radiating to the ear and occipital region. Upon examination, the physician suspected that the pain was due to tension on the digastric tendon caused by the placement of anchors. Physician brought the patient into the or, repositioned the anchors, and closed the neck incision. Post-operative antibiotics were prescribed after the procedure was completed.